Event description:
It was reported that the surgeon was inserting a competitor's lens using cartridge and the lens tore. The lens was removed without enlarging the incision and another same type lens was implanted successfully and a suture was used.

Manufacturer narrative:
Evaluation results - performed a cartridge lot number search for similar complaints within the search and there were seven similar complaints. Performed a injector lot number search for similar complaints and there were fifteen similar complaints.